Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: dealer states the spring is broke on an unspecified wheelchair. The affected part is the cable and housing for the recline. No injuries reported. A new part was sent for repair.